Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white piece located at the extremity of the clamp fell into the patient intra-abdominally and was retrieved without difficulty. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached from the cannula tabs was returned for evaluation. Upon evaluation, impact on the prongs of the insertion fork caused the device to not work properly and cannula cap to detach from the tabs.